Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, an episode was noted which contained noise that was oversensed resulting in asystole of approximately two seconds. Testing could not reproduce the noise. As the patient was asymptomatic, they will continue to be followed appropriately. No adverse patient effects were reported.